Event description:
Revision surgery occurred on (B)(6) 2025, approximately 49 days after the primary surgery which occurred on (B)(6) 2026. No fall or other trauma reported. Based on comparing usage forms, standard screw ta6v ø4.5mm l.30mm, standard screw ta6v ø4.5mm l.35mm, humelock reversed ta6v cementless glenoid baseplate w/peg ti/ha ø24mm, +6mm lateralized, humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø40mm, humeral spacer ta6v +9mm and humeral cup stability pe/ta6v ø40/+3 was explanted due to glenoid shifted. These parts were replaced with standard screw ta6v ø4.5mm l.30mm, standard screw ta6v ø4.5mm l.40mm, post extension ta6v +10mm cementless ti/ha, humeral cup stability pe/ta6v ø40/+3, humeral spacer ta6v +9mm, humelock reversed ta6v cementless glenoid baseplate w/peg ti/ha ø24mm, +6mm lateralized and humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø40mm. Fx v135® humelock stem ta6v ø40/14 l. 120mm cementless ti/ha was not replaced.

Manufacturer narrative:
Revision occurred approximately 49 days after the primary surgery due to glenoid shifted. The root cause of the problem is unknown. No actaul, implied, or suspect link to fx product.